Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Device has been returned for evaluation. Upon inspection and testing, it was observed that the device yielded no video output, no endoscopic image, with 180 series scopes. This is attributed to the faulty patient board set with a high possibility of failure of synchronized circuit of patient board. The user complaint is confirmed. The design change of dr board was done on april 16, 2018. However, that this is pertinent to the failure in this case is not evident. This is considered an accidental failure.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no video output to the scope was confirmed. The service technician observed a faulty patient board set causing no image with 180 scopes. The patient board set was replaced. Unit contains up to date main switch. The cause is traced to an electrical component failure. No further information was reported.

Event description:
The customer reported to olympus that no video output was going to the scope. There was no patient injury reported.